Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital complaining of dizziness. During the check of the device system, it was revealed the lead exhibited high capture thresholds and loss of capture (loc). An x-ray was performed and found no issues. The lead was surgically abandoned and replaced with a non-boston scientific product. During the replacement, the lead was measured on the pacing system analyzer (psa) and the threshold remained the same, indicating there was no possibility of a loose pin. No additional adverse patient effects were reported.